Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that patient felt like he was going through withdrawal. The patient was sweating and "sore like a son of a gun". Patient was refilled last week. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No further complications were reported.